Event description:
It was reported, the user tried to halt stimulation with the keyboard and stimulation did not stop, causing the patient to go into ventricular tachycardia. The user tried to halt stimulation again with the keyboard and the workmate shutdown and rebooted.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.